Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6: health impact- clinical code: 4581 - double vision. H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.50/+1.5/095 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2023 due to excessive vaulting and elevated intraocular pressure (iop). The patient complained of double vision. The problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Additional information: d9: 14-jun-2023. G3: 14/aug/2023. H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage to the lens and residue/debris on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).